Event description:
It was reported that during a stenting treatment procedure, catheter entrapment occurred. The 90% stenosed, 2.3-2.75x28mm lesion being treated contained a greater than 45 degree bend and was located in the severely tortuous, moderately calcified mid-distal lefty circumflex (lcx) artery. The lesion was predilated with an unknown balloon, inflated to 12atm. After the deployment of the 2.25x16mm promus element plus stent, the physician attempted to remove the stent delivery system (sds) from the patient. However, the physician was unable to remove the sds from the unknown guide wire. The unknown guide wire and sds were removed together as a unit. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment occurred. The 90% stenosed, 2.3-2.75 x 28 mm lesion being treated contained a greater than 45 degree bend and was located in the severely tortuous, moderately calcified mid-distal lefty circumflex (lcx) artery. The lesion was predilated with an unknown balloon, inflated to 12 atm. After the deployment of the 2.25 x 16 mm promus element plus stent, the physician attempted to remove the stent delivery system (sds) from the patient. However, the physician was unable to remove the sds from the unknown guide wire. The unknown guide wire and sds were removed together as a unit. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned. The device was returned with the guidewire attached. This was unable to be removed due to the presence of a large amount of contrast media. No kinks or damage was noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).